Manufacturer narrative:
Updated data: b5. A second paragraph was added. D10. An additional device used during the procedure: non-medtronic product: balloon (manufacturer unknown); product lot number: unknown; implant date: non-implantable h6. Annex e codes, annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed. During the bav, the temporary pacer was discontinued prior to the full deflation of the balloon, resulting in dislodgement of the valve. Subsequently, a second valve was implanted. Additional information was received to report a non-medtronic guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail. Following deployment, the implant depth of the valve was 3mm on the non-coronary cusp and 3mm on the left coronary cusp; however, paravalvular leak of unspecified severity was noted and the post-implant bav was performed. The valve dislodged aortic with the inflow portion of the valve frame in the aortic sinuses. No patient complications were reported as a result of this event.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed. During the bav, the temporary pacer was discontinued prior to the full deflation of the balloon, resulting in dislodgement of the valve. Subsequently, a second valve was implanted.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.